Event description:
It was reported that the user experienced an alert 38 restart alarm indicating a consecutive motor stall on the ilet pump; troubleshooting suggested the alert was likely related to infusion supplies, and a full supply change was recommended with the user proceeding unassisted, while blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, with mechanical issues identified during review. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.